Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-15149. It was reported that the patient was not receiving effective therapy. It was found that the leads had migrated. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the physician attempted to steer leads back to their original position. However, the physician was unable to get the leads to their original position and left them implanted as is. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.